Event description:
The customer believed that the "pdm is not being responsive with the pods." His bg levels were greater than 500mg/dl which is "almost caused him to pass out." As a result, he "was seen by an emt" and was given "a large amount of insulin via injection." This caused his bg levels to drop to 54mg/dl. The emt "wanted to take him to the ER, but he refused." When the pod was removed, he noticed that "the cannula appeared twisted." The device will not be returned for eval. Note: the pdm was replaced by insulet in the event that it may have contributed to a communication issue with pods. The pdm has yet to be received for investigation as of the date of this report.

Manufacturer narrative:
The pod will not be returned for eval. We are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. In addition, we are unable to evaluate the condition of the cannula; it was reportedly "twisted", but without the device returned, we cannot determine whether or not insulin delivery would have been impeded or restricted. Based on the info provided and in the absence of a device eval, we cannot confirm that a pod malfunction was a contributing factor to the customer's high bg levels. No conclusion can be drawn. No pod lot number was provided. A review of lot qualification records was therefore, unable to be performed.